Manufacturer narrative:
Section b5 of the initial medwatch reports states: the customer contacted stryker to report that their device's voice prompts were inappropriate/inaccurate to the situation. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported. Section b5 of the initial medwatch report should state: the customer contacted stryker to report that after placing their device's electrode pads on an awake and alert patient, the device's voice prompts were inappropriate/inaccurate. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported. Stryker evaluated the customer's device and was unable to duplicate nor verify the reported issue. The device files and device log were analyzed and it was found that it gave the correct voice prompts for the situation. No device malfunction found.

Event description:
The customer contacted stryker to report that their device's voice prompts were inappropriate/inaccurate to the situation. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device's voice prompts were inappropriate/inaccurate to the situation. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.